Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016 and the patient was discharged home on (B)(6) 2016. The patient died on (B)(6) 2017. The cause of the death is unknown. Preliminary analysis of the patient files recorded at implantation did not reveal any anomaly.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016 and the patient was discharged home on (B)(6) 2016. The patient died on (B)(6) 2017. The cause of the death is unknown. Preliminary analysis of the patient files recorded at implantation did not reveal any anomaly.